Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested by fax and mail on 06/28/2011 and 07/22/2011 and by phone on 07/14/2011 and 07/22/2011. A completed questionnaire was received from the optometrist on 06/28/2011. (B)(4).

Event description:
A consumer reported that she experienced a bad reaction and was diagnosed with a viral infection and red, irritated eyes following use of this product. She was treated with antibiotic steroid drops and her eyes are improving. A questionnaire was received from the optometrist on (B)(6) 2011. The optometrist reported his pt experienced red, irritated eyes and a yellow discharge which caused her eyelids to stick together. He diagnosed his pt with bacterial conjunctives in both eyes and prescribed antibiotic/steroid drops for treatment. The optometrist stated the event is resolving and is unlikely related to the product.